Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2a47y, implanted:(B)(6) 2020, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #:(B)(6), ubd: 30-jun-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that patient said they have had a lot of issues with the interstim stimulators (current and previous). Patient said their implant had been "moved a couple times". Patient said their original implant was on their right side but the implant popped up to the surface to where the patient could manipulate it and feel it so the hcp tried to put the implant deeper into the skin but didn't do anything to the lead. Patient said the implant ended up popping back up to the surface because the patient didn't have a lot of fat, the lack of fat was the problem. There was a suggestion from another doctor to move the implant to the other side to see if there was more fat on the other side. Implant moved to left side but implant popped up again and this time the lead twisted causing the therapy not to work and resulting in an increase in incontinence. The implant was finally implanted even deeper and some of the patient's fat was maneuvered over the implant. Patient ended up being allergic to the "pod" that is placed around the implant when it's put in because they had a reaction over their whole back side, it was red and went all the way down their leg. Patient said after this the implant ended up working great. Patient then said they had the episode where half their vagina went numb and it was weird and was attributed to the implant. Patient said after turning off implant for month and adjusting implant the vaginal numbness went away. Patient was working with managing hcp on this and this doctor knew patients full medical history and had done patient's bladder prolapse surgeries. Patient mentioned medical history that they may have a bulging disc and they had autoimmune conditions where they would get pain and flair up.